Manufacturer narrative:
Absence of bone residuals on the outer contour of the explanted shell is in accordance with the reported loose anchorage situation of the shoved at the point in time of revision. It cannot be excluded that missing osseointegration of the bicon-plus shell, observed at the point in time of revision was related to the pain sensation of the patient. Based on the available information, the root cause of the reported implant breakage could not be assessed conclusively. However, device history review regarding the involved bicon plus titanium shell found no manufacturing or material defects that would have contributed to the reported results.

Event description:
A revision has been reported due to breakage of an bicon-plus ti-shell 16 years post-op implantation.